Event description:
Hill-rom received a report from the account stating the right head siderail would not latch. The bed was located at the account in ICU. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail latch is very stiff and will not actuate to latch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed any other preventive maintenance on their beds. The technician lubricated the pivoting point of the latch to resolve the issue. Based on this info, no further action is required.